Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5040841) in united states on 01-jun-2015 who had essure (fallopian tube occlusion insert) inserted for sterilization on (B)(6) 2013. She had been in pain since she had the device implanted (2 years before this report). Consumer stated that she bled every day and currently had endometriosis because of the essure. She also complained of hair loss, sciatica pain, body rash, numbness in legs and toes, irregular painful bleeding, weight gain, bloating and migraines. She could not take the pains anymore and was tired of taking ibuprofen 800 mg 5 times a day to relieve her symptoms. Consumer had never had any healthcare problems previously. The reporter mentioned a required intervention but did not specify/assign to one of the events. Ptc investigation result was received on 09-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information, no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 06-jul-2015: follow-up attempts were done, with no response to date. Case considered closed. Follow up information received on 06-jul-2015 from consumer and consumer's husband via regulatory authority (case# mw5042369 and mw5042374 respectively): he reported that his wife has been having a lot of medical issues since she had the essure. Every time he had intercourse with her which is not often due to her pains, he has cuts on his penis, swelling, redness, and pain that lasts for a week. This only happens every time they have intercourse together (husband's case created under reference (B)(4)). The consumer stated that currently she has essure. She recently did a scan due to her nonstop severe pelvic pain that rotates around her back and down her legs constantly, and it showed that a coil was missing. She was doing more scans to see where it is. She also reported other side effects from essure: hair loss, heavy irregular bleeding, bleeding after intercourse, pain with intercourse, rashes all over her body, perforation into her fallopian tube, weight gain, tooth sensitivity, migraines, blurred vision, nausea, brain fog, numbness in her legs and feet. She stated that is in pain all the time and experienced extreme fatigue and that these symptoms are debilitating. Follow-up received on 14-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in (B)(6) 2015, ((B)(4)). Patient, who is also a health professional, and her husband reported that she was placed with essure on (B)(6) 2013 (according to husband she has had essure for 3 years). From the moment, it was placed she knew something was wrong. She had in debilitating pain/pain all the time, stabbing pelvic pain that wrapped around her back and down her legs, numbness in her legs, hair loss, weight gain, brain fog, unexplained rashes, abnormal heavy periods, irregular periods, pain with ovulation, migraines and fatigue along with a long list of medical issues. Husband also states that a hysterosalpingogram was done and showed perforation on patient's left fallopian tube. Additionally, it was reported that, when they have sex, not only is she in pain but he gets weird rashes on his penis along with swelling on the head of his penis and microscopic cuts (husband case# (B)(4)). She underwent major surgery in which her pathology report showed the perforation to the tube and endometriosis (according to patient, she has never had nor does she have a family history of this). Patient also reported that essure has injured her and kept her from daily activities for almost 3 years. In addition, patient informed that since removal of essure her pains are gone, but she has other effects in which no physician can explain. She is constantly dizzy, wanting to pass out, nauseous, amongst other things (all caused by essure). Patient's husband additionally reported that they have two small children. Company causality comment: this is a non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bleed everyday/ heavy irregular bleeding (interpreted as genital bleeding) and had perforation into her fallopian tube. She did a scan and it shows that a coil is missing (interpreted as device dislocation). These events are serious due to medical significance and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy. In the present case, she experienced bleeding every day. Considering the implied positive temporal relationship and lack of alternative explanation, this event is considered related to essure. The consumer underwent a scan (not specified if CT scan or ultrasound scan) which showed one coil was missing and perforation of her fallopian tube was found in hsg. It is not clear from the provided information whether the same coil that is missing had also perforated or if it refers to the contralateral coil. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure including essure insertion. In the present case, the exact date and mechanism of the perforation and dislocation are unknown. Given the nature of the events fallopian tube perforation and device dislocation, causality with essure cannot be excluded. According to follow up information, detected during monitoring of FDA website, she underwent a major surgery and essure was removed. Since essure removal was required, this case is now regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 09-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up information received on 16-sep-2015: consumer reported that essure ruined her life. Company causality comment: this is a non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bleed everyday/ heavy irregular bleeding (interpreted as genital bleeding) and had perforation into her fallopian tube. She did a scan and it shows that a coil is missing (interpreted as device dislocation). These events are serious due to medical significance and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy. In the present case, she experienced bleeding every day. Considering the implied positive temporal relationship and lack of alternative explanation, this event is considered related to essure. The consumer underwent a scan (not specified if CT scan or ultrasound scan) which showed one coil was missing and perforation of her fallopian tube was found in hsg. It is not clear from the provided information whether the same coil that is missing had also perforated or if it refers to the contralateral coil. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure including essure insertion. In the present case, the exact date and mechanism of the perforation and dislocation are unknown. Given the nature of the events fallopian tube perforation and device dislocation, causality with essure cannot be excluded. According to follow up information, detected during monitoring of FDA website, she underwent a major surgery and essure was removed. Since essure removal was required, this case is now regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow-up information received on 03-oct-2015 from husband of consumer, identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# FDA-2014-n-0736-1213): the husband stated that his wife had nothing but problems since she got implanted: irregular bleeding, hair loss, stabbing pelvic pain, migration of the coils. She was always sick and in pain. She had the essure removed via partial salpingectomy/ reversal on (B)(6) 2015. Her symptoms improved - she got better and he never had any problem again with his penis. She still had other issues and the neurologist diagnosed her with an autoimmune disorder. She was also extremely forgetful, forgetting simple things like some sort of dementia, along with dizzy spells. The husband said that at times he felt she would die since she presented stroke like symptoms. The consumer was a healthy person with no issues and at that moment she could not even function. Follow-up information received on 07-oct-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1175). The consumer reported she never had any health issues prior to being implanted with essure at the age of (B)(6). She had normal regular periods prior to essure, no pains and no issues at all. Once essure was implanted she immediately felt pain; pain in back and going down her legs. As the weeks progressed her symptoms became worse, she had pain with intercourse, irregular bleeding, hair loss, teeth sensitivity, brain fog, numbness down her legs and etc. She called her physician and told her about her symptoms this was within the 3 month mark and after confirmation, the physician said the side effects of was her body getting used to it. She called again at 8 months as she was getting worse and popping ibuprofen like candy, her office told her that she said it was normal, the consumer was dismissed of her practice and then she went to several doctors after that and no one could tell me what was wrong with her. On (B)(6) 2015, she had essure removed. At time of the report she was 11 months post removal and was great better; all the pains were gone as soon as she woke up. She has had 3 normal periods like she use to before esure 3 days light, no more pain with intercourse and her husband no longer has swelling of microscopic cuts on his penis. Three days after surgery she started getting weird dizzy spells, her doctor thought it was the medications so she got off them, her dizzy spells became more frequent followed by ear pain, head pain and pressure like she was about to have a stroke, she was scared and her neurologist ordered an MRI which showed all normal yet she was getting worse. She stated she was fine from the neck down but now no one knows why she was having facial pain, tremors, trouble with word recall when she is speaking, brain fog but worse, light sensitivity, noise sensitivity, clogged ears, ear fullness, muscle spasms in head and neck and upper back, vertigo like feeling, dizzy spells with nausea. She reported had done every test she could think of and no one can tell what was wrong with her. She saw an ent (understood as eye, nose and throat physician) who told her ears were normal, with no infection, her neurologist has diagnosed her with mine ares disease post essure. Follow up 15-oct-2015: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and bleed everyday/ heavy irregular bleeding (interpreted as genital bleeding) and had perforation into her fallopian tube. She did a scan and it shows that a coil is missing (interpreted as device dislocation). Autoimmune disorder and some sort of dementia were also reported. These events are serious due to medical significance and listed in the reference safety information for essure, except for autoimmune disorder and dementia which are unlisted. Genital bleeding may occur with essure therapy. In the present case, she experienced bleeding every day. Considering the implied positive temporal relationship and lack of alternative explanation, this event is considered related to essure. The consumer underwent a scan (not specified if CT scan or ultrasound scan) which showed one coil was missing and perforation of her fallopian tube was found in hsg. It is not clear from the provided information whether the same coil that is missing had also perforated or if it refers to the contralateral coil. In the present case, the exact date and mechanism of the perforation and dislocation are unknown. Given the nature of the events fallopian tube perforation and device dislocation, causality with essure cannot be excluded. Events autoimmune disorder and dementia were assessed as unrelated to the device, given their pathophysiology and considering the local effect of essure in the fallopian tubes. According to follow up information, she had essure removed via partial salpingectomy approximately 2 years after insertion. Since an intervention was required, this case is regarded as incident. Product technical analysis concluded that, based on the available information, there is no relationship between the reported medical events and a quality defect.